Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom an 'not recognizing open door was confirmed and reproduced during evaluation. Evaluation revealed that the upper auxiliary assembly was determined by the failed component. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not recognizing an open door . There was no patient involvement. No additional information is available.